Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported difficult to remove could not be tested due to the device condition. The reported peeled/delaminated was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. In this case, it was reported that the guide wire likely interacted with the patient¿s heavily calcified lesion during use. This is supported by the analysis on the returned device. The analysis noted misaligned coils, this type of damage suggests interaction with the anatomy during advancement. It is possible that the guide wire sustained coil and polymer damage due to interaction with the calcified anatomy. Damage to the wire would impact its clearance with the guide catheter, resulting in resistance during removal. Manipulation of the wire when resistance with the catheter was met could have further contributed to the damaged polymer. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the peroneal artery with heavy calcification. The ht command es 300cm guidewire (gw) was used in the procedure when the distal coating was noted to be damaged [peeling] causing it to become stuck with the non-abbott support catheter. The gw and support catheter had to be removed as a single unit. It was confirmed that no part of the gw or coating remained in the patient. Another command gw was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.